Manufacturer narrative:
The device evaluation showed the following: the device had been deployed off the catheter. The leading olive had pulled off the delivery catheter. The olive was not returned for evaluation. No damage was seen on the leading end of the delivery catheter guide wire lumen and the polyimide had a smooth edge. No residue or material from the leading olive bond was seen on the polyimide. Based on the findings from this evaluation, the physician¿s observation that the leading olive became separated from the catheter was confirmed. The likely cause for the separated leading olive could not be determined with the currently available information.

Event description:
On (B)(6) 2019, this patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis to repair an abdominal aortic aneurysm. The devices were deployed at the intended position with no reported issues. The final angiography showed no endoleak. The contralateral leg component (plc181200j/18501812) was implanted on the right side. The delivery catheter was then withdrawn and it was confirmed that the leading olive had become separated. This was confirmed under fluoroscopy. As the separated leading olive was within the sheath, the physician was able to remove the olive along with the sheath. The procedure was concluded without any further reported complications. The patient tolerated the procedure. The physician reportedly felt small resistance during advancement of the catheter; however no resistance was felt during its removal. The delivery catheter and the separated leading olive will be returned to gore for evaluation.